Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operation room for a device upgrade. During procedure, it was noted that the right atrial lead exhibited low impedance and noise episodes. The lead was capped and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
(B)(4).